Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Lot/serial unknown. Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: lot/serial unknown. (01)845384012887.

Event description:
It was reported that during an unspecified surgical procedure a burr device broke and remained in the patient. According to the reporter, the broken piece was discovered post procedure by scan and a second surgery was performed to remove the burr piece. The patients post operative status was unknown. It was not reported if there was prolonged hospitalization due to the event. It was reported that the burr device, the broken piece, and the packaging were all discarded. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.